Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the potential for micro-motion and/or migration, and local skin irritation/discomfort cannot be rule out. No additional plans for an attempted device removal have been provided or complications reported. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, during a shoulder repair surgery, the true pass needle broke. The broken part was carefully searched, however, it could not be found. The size of the broken part was about 2mm. Since the surgeon did not find the broken part, the patient was stitched up and the procedure was completed, however, it is unknown if there was any delay. After surgery, through a cb machine fluoroscopy, it was confirmed that the cartridge for the truepass suture clamp was left inside the patient. No further complications were reported. Patient was discharged smoothly.